Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient with a history of congestive heart failure may have presented after experiencing a myocardial infarction. The procedure was to treat a lesion in the saphenous vein graft (svg) to the obtuse marginal (om). A perforation occurred due to unspecified causes. A 2.80x19mm graftmaster covered stent was implanted at the perforation, but the perforation was not sealed. The patient went into pulseless electrical activity and expired. Per the physician, the graftmaster covered stent did not cause additional complications or adverse events. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of arrhythmia and death, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Per the physician, the graftmaster covered stent did not cause additional complications or adverse events. Medical affairs reviewed the reported information. The reviewer concluded that the case was to treat a saphenous vein graft (svg) lesion to the obtuse marginal (om). The patient presented with congestive heart failure (chf), coronary artery disease (cad), coronary artery bypass graft (CABG), and myocardial infarction (mi). The cause and location of the perforation that occurred during the procedure were not reported. A 2.8 x 19mm graftmaster stent was deployed but failed to seal the perforation. The patient went into the lethal arrhythmia of pulseless electrical activity (pea) and expired. Due to the information provided, it cannot be definitively stated that the failure of the 2.8 x 19mm graftmaster to seal the perforation was a direct nor indirect cause of the patient¿s death; however, it may have been a contributing factor. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.